Event description:
The pt's left femoral rod broke and was exchanged in the o.r. Removed 10 x 32 femoral rod, model #23982700. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).